Event description:
Procedure type: sigmoid resection. According to the reporter: an anastomotic leak was detected on post-operative day 4. There appeared to be significant tissue ischemia in this case at the time of the return to the operating room. There was no blood loss of 250cc or greater reported.

Manufacturer narrative:
(B)(4).